Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced a performance decrement resulting in the decision to permanently discontinue use of the device. The implanted device remains. This report filed on january 6, 2015. Implanted device remains.

Event description:
Per the clinic, the patient's internal magnet has become dislodged (date not reported). The implanted device remains.